Manufacturer narrative:
Investigation evaluation: we were able to confirm that the trigger cord was broken. The breakage was located on the proximal braided portion of the string. The handle was returned. The string was also returned and had the barrel attached. The barrel had three bands attached - the 4th black band, 5th amber band, and the 6th black band. The catheter was also returned with both hooks attached and fully seated. During the testing, a new mbl barrel device was attached through a forward viewing gastroscope. The gastroscope has an accessory channel that is 2.8mm in diameter (model number olympus gif140). The mbl barrel was attached onto the end of the gastroscope. Simulated varices were placed at the end of the barrel and vacuum pulled and each latex band was successfully fired. Thus no discrepancies were detected with the functionality of the returned handle. Two groups of 6 beads were attached to the returned string and were in the intended location (total 12 beads). No visual discrepancies were noted with the integrity of the bead molds and the beads were not loose on the string. The length of the string returned was measured during our laboratory evaluation. A portion of the proximal end of the string was not returned. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If extreme pressure was applied to the handle in response to resistance, this could contribute to trigger cord breakage. Prior to distribution, all multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The physician performed a gastroscopy, then removed the endoscope. A cook 6 shooter saeed multi-band ligator was loaded onto the endoscope. When the physician attempted to band the first varix, the trigger cord broke. The pt had to be rescheduled for an esophageal banding procedure. A section of the device did not remain inside the pt's body. Other than rescheduling the initial procedure, the pt did not require any additional procedures due to this occurrence. According to the initial reporter,the pt did not experience any adverse effects due to this occurrence.